Event description:
Deployment of the contralateral iliac leg graft landed short of the intended landing site. An iliac leg graft was deployed and extended distally from the contralateral iliac leg graft in order to achieve a better seal in the left common iliac artery. Final angiogram performed viewed a good exclusion of the aneurysm.